Manufacturer narrative:
This report was initially submitted following notification from a customer in germany regarding a false positive oxsf result obtained with vitek® 2 ast-p619 lot 4991099103. Off-label use was identified with initial testing (non-validated media, incorrect culture age). However, the customer corrected setups and still duplicated the discrepancy. Alternative testing (pbp2a, mrsa screening agar, reference lab) returned negative results. The customer's isolate is no longer available for submittal. Submittal of the isolate is required in order to confirm a vitek 2 discrepancy compared to the reference method. The customer's submitted raw data was reviewed and both replicates showed late growth in the cefoxitin screen drug well. Vitek® 2 ast-p619 cards, lot 4991099103, met final qc release criteria. The lot passed qc performance testing.

Event description:
A customer in (B)(6) notified biomérieux of false positive cefoxitin screen results for a patient staphylococcus aureus isolate in association with the vitek® 2 ast-p619 test kit (ref 411944, lot 4991099103). The customer indicated that there was a delay of >24 hours in reporting results, but there is no indication or report from the customer that the false positive results led to any adverse event related to the patient's state of health. Initial vitek® 2: cefoxitin screen = positive. Oxacillin mic = 0.25 mg/l (aes modified to resistant). Repeat vitek® 2: cefoxitin screen = positive. Oxacillin mic = 0.5 mg/l (aes modified to resistant). Alternate methods: pbp2a = negative. Mrsa screening agar = negative. Reference laboratory = no (B)(6) detected. A biomérieux internal investigation will be initiated.